Manufacturer narrative:
The subject device was returned to olympus med systems corp (omsc) for evaluation. The evaluation confirmed that the ptfe pad was partially peeled away from the jaw. The mfg record was reviewed with no irregularities. Based on the similar cases with the same model, it is known that by continuously activating output without grasping anything in the grasping section (including after the tissue separated), the ptfe pad is severely worn, and the distal end of the pad is separated from the grasping section. Considering the evaluation result of the subject device, omsc concluded that the reported event occurred since the user continued activating out put for an extended time after the tissue already cut. This report is being submitted as a med device report in an abundance of caution.

Event description:
During use of the subject device for a laparoscopic intestinal resection, the error occurred after about 1 hour use. The procedure was completed with another device. There was no pt injury reported.